Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, white particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.